Event description:
It was reported that a user experienced hypoglycemia after a period of hyperglycemia following ingestion of a donut and coffee, during which the ilet algorithm delivered insulin that was perceived as an overcorrection, leading to a subsequent low glucose event confirmed by synced reports. Symptoms included low blood glucose with sensor-detected hypoglycemia. Outcomes included transient functional limitation requiring self-treatment. Investigation included technical review of uploaded data and user education on hypoglycemia management and alert use, with additional training scheduled. Investigation of this case revealed user-reported reliance on cgm app alerts rather than ilet alerts due to audibility concerns, and appropriate correction with oral carbohydrate. It was concluded that the event involved hypoglycemia with an unclear root cause, with counseling provided on treating lows per device alerts and carbohydrate guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.